Event description:
Customer alleged that when processing cords in a tyvek pouch the cords are sticking to the clear side of the pouch. When the employees pulls the cord away from the pouch the cord tears into pieces. Customer states that they do not know who the manufacturer of the cords are so they can not contact a manufacturer for suggestions. Reviewed the what can I sterilizer in the nx document with the customer. The facility state the cords are prewashed with an enzymatic detergen called manacute. They are following the detergent manufactures recommendation of dilution. The cords are then rinsed untimed under running water dried, then wiped with alcohol.

Manufacturer narrative:
Conclusion code: outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assessment activities.